Manufacturer narrative:
The dingus for the imaging system was returned to the manufacturer for evaluation. Testing found that the dingus was bent. Resulting in the dingus being unable to pivot correctly.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that dingus malfunctioned. Dingus was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect dingus has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the door of the imaging system would not open. There was no patient present at the time of the issue.